Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of 400 mg/dl, and went to the emergency room (ER) on (B)(6) 2025. The customer received intravenous fluids of saline and insulin. The customer was released from the ER a couple of hours later on 11/13/2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.